Manufacturer narrative:
(B)(4). Visual examination of the returned device revealed that the wire on end of the tube was found to be broken. The fraying of the wire as analyzed indicates that the break was likely due to excessive force being applied to the wire during the procedure. The complaint was consistent with the reported event of feeding tube loop wire detached. It is likely force was applied to the wire up to the limit of its design, resulting in the wire breaking. Therefore, the complaint investigation conclusion code selected is adverse event related to procedure, which indicates that the adverse event occurred during the procedure and the device had no influence on the event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during an esophagogastroduodenoscopy (egd) with percutaneous endoscopic gastrostomy (peg) placement procedure on (B)(6) 2019. According to the complainant, during the procedure, the loop wire at the end of the peg tube broke. Reportedly, nothing detached inside patient. The procedure was completed with a new endovive safety peg kit pull method. There were no patient complications reported as a result of this event.